Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Survey results from an interventional cardiologist in practice 9 years. Physician has been using medtronic¿s nitrex guidewires since 2018, using a total of 80 in the last year. 60 were 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter guidewires used during coronary vasculature procedures. 10 were 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter guidewires used during peripheral vasculature procedures. 10 were 0.64 mm (0.025 in) and / or 0.89 mm (0.035 in) diameter nitrex guidewires were used in peripheral vasculature procedures. The following complication was encountered while using the 0.36 mm (0.014 in), the 0.46 mm (0.018 in) diameter nitrex guidewires during coronary vasculature procedures: irritation to vessel causing vessel spasm (1 patient). This complication occurred in a very vulnerable patient with a history of recurrent spasms. During positioning before a planned pci, a short-term spasm occurred in the circumflex artery which resolved itself after a single intracutaneous dose of nitroglycerin. The following complications were encountered while using the 0.36 mm (0.014 in), the 0.46 mm (0.018 in), 0.64 mm (0.025 in) and / or 0.89 mm (0.035 in) diameter nitrex guidewires during peripheral vasculature procedures: irritation to vessel causing vessel spasm (2 patients). These were severe pad cases following recurrent ptas in the iliac and femoral vessels. The spasm could be removed with minimal effort. These events were deemed to be not related to the device at all.